Manufacturer narrative:
Concomitant medical products: product ID ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and triggered a lead integrity alert (lia) for sensing integrity counters (sic) and lead impedance variation. An impedance spike, high impedance and far field p wave oversensing were noted and high rate nonsustained episodes show short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.